Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was up in the 600s mg/dl and 200s mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The reported that the plastic casing was broken off near the battery compartment and there was a crack in the battery compartment going through the threads where the battery cap screws down on to were compromised. They also reported that backlight was no longer working and if they got an alarm in the middle of the night they could not read it because the screen was not lighting up. They stated that the insulin pump was making grinding noise during rewind. They reported that it smelled like the insulin pump was leaking insulin, insulin pump had multiple no delivery alarms recently per day, rewind was slower, buttons had to pressed twice sometimes to activate and had lost date and time setting on the pump. They also reported that they believed that the insulin pump did not work correctly, as his blood sugar was running up. The customer declined troubleshooting. The insulin pump will not be returned for analysis.